Event description:
Indication: nonfamilial hypogammaglobulinemia. Spontaneous inbound call from mom, to schedule. Stated needle sets are plugging up during infusion under skin. She will pinch the needle site through the skin and it will open and infuse fine. Informed her I would consult with rph and let her know if an alternate needle set is recommended. Unk if md is aware / no further info is provided. Unk if defective product is available for return to the MFR. Unk if full dose is able to be administered. No side effect reported. Reported to (B)(6) by pt/caregiver.